Event description:
It was reported that the unspecified bd q-syte¿ septum had been "pushed" into the catheter attached to the patient, and liquid "sprayed out" when attempting flushing, causing a need to change the connector to a "bionector tko". This complaint was created to capture 1 of 2 related incidents. The following information was provided by the initial reporter: "q-syte was attached to tesio catheter. Vascular access nurse was called to inspect the catheter by the ward and observed that the q-syte septum had been pushed in. This is the second occurrence but the first nfc was discarded." Follow up information received. (B)(6) 2019 - patient admitted with q-site on the end of her tesio line from the community. No blood leakage as line had a clamp on it but any flushing just sprayed out. Medical intervention was required as I had to deal with the issue and change the connector to a bionector tko.

Manufacturer narrative:
Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used q-syte without packaging from an unknown catalog number and unknown lot number. Through the visual/microscopic evaluation the septum was partially pushed into the q-syte top body. The residual septum material and adhesive deposits were evident on the rim of the top body. This is an indication that a bond was provided during the manufacturing process. The septum slit cut was also present. The defect of the septum being damaged/defective was identified confirmed with the returned unit. The failure experienced was confirmed through the investigation however bd was unable to identify a root cause. DHR could not be performed due to unknown lot number.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd q-syte¿ septum had been "pushed" into the catheter attached to the patient, and liquid "sprayed out" when attempting flushing, causing a need to change the connector to a "bionector tko". This complaint was created to capture 1 of 2 related incidents. The following information was provided by the initial reporter: "q-syte was attached to tesio catheter. Vascular access nurse was called to inspect the catheter by the ward and observed that the q-syte septum had been pushed in. This is the second occurrence but the first nfc was discarded." Follow up information received. 04/05/2019 - patient admitted with q-site on the end of her tesio line from the community. No blood leakage as line had a clamp on it but any flushing just sprayed out. Medical intervention was required as I had to deal with the issue and change the connector to a bionector tko.